Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation, multiple cables were pulled from the strain relief. The cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging the pulse wire solder connection in the distribution node. The cable connecting ECG a, b and the front te was pulled, damaging the cable connector j703 on the dn pca. The root cause for the strained cables was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
While evaluating electrode belt sn (B)(4) for an unrelated issue, a reportable problem was found. The cable connecting the distribution node to the rear therapy electrodes was pulled.